Event description:
The lead was explanted due to capture anomaly. It was reported that the impedance had doubled overnight, thresholds had increased and noise were observed.

Manufacturer narrative:
No medwatch form was received.